Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, the clip of the starclose se device failed to deploy. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided. There was no reported clinically significant delay in the entire procedure. No additional information was provided.